Event description:
It was reported that the flushing pump was deteriorated. The issue was found after the surgery was completed. The intended procedure was completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. The device evaluation revealed a pump head malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is component failure of the pump head. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flushing pump was deteriorated. The issue was found after the surgery was completed. The intended procedure was completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.